Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers/cabinets repeatedly failed, requiring recovery of storage spaces and maintenance. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that there are no failures in drawer. A field service engineer troubleshot and performed an inspection but did not identify any issue and was unable to recreate the problem during testing. The system functioned as intended when the field service engineer investigated the device.